Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported for the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the single gripper actuation issue could not be determined. The reported positioning failure associated with leaflet grasping, however, appears to be due to patient conditions (restricted posterior leaflet and thickened anterior leaflet). A cause for the reported difficult or delayed positioning associated with the clip interacting with anatomy also cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw (lot: 40521a1065) was chosen for implantation. During grasping, repositioning was performed and the gripper became caught on the anterior leaflet. Clip was freed from the leaflet and brought back to the atrium where the gripper was observed to not be functioning. The clip was removed and a replacement was used to complete the procedure. The procedure ended with 2 mitraclips implanted and mr reduced to trace. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.